Manufacturer narrative:
This report is submitted on 12 march 2020.

Event description:
Per the clinic, the patient experienced infection at implant site and subsequently underwent revision surgery to reduce skin flap at site. Clinical management is ongoing.